Event description:
A customer reported that during four procedures, the surgeon experienced surging issues with aspiration. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, system message (sm) [aps actuator failure] was verified in the system's event log. The company representative tested the aps (aspiration pressure sensor) and found no problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation. The root cause is unknown. (B)(4).